Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms for approximately four months. Then the impedance stabilized and was in range for about two months before going out of range at greater than 3000 ohms. A revision procedure was performed where the lead was tested on a pacing system analyzer (psa) and yielded normal impedance measurements. The lead was re-inserted into the header and impedances were within normal limits. It was thought that perhaps the lv lead had not been fully inserted into the header previously. The patient was checked the next day and all device and lead measurements were within normal limits. The crt-d and lv lead remain in service and no additional adverse patient effects were reported.